Event description:
It was reported that when evaluating the function of the PICC catheter prior to placement, foreign matters appearing hair were found in the package of the product ((B)(4)).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a hair within the introducer kit packaging was confirmed; however, the root cause was not identified. The product returned for evaluation was 4.5fr microez microintroducer kit. The kit was returned opened. A hair-like fiber was observed within the opened packaging. Microscopic inspection of the fiber confirmed that it appeared consistent with human hair. A hair was observed within the packaging; however, the opened state of the packaging prevented determination of where/when the hair became deposited. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when evaluating the function of the PICC catheter prior to placement, foreign matters appearing hair were found in the package of the product (0668945).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.